Manufacturer narrative:
According to the information provided to the manufacturer, the lvad was not explanted. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad administrator reported that after approximately 24 months of support on the lvad, the pt was admitted for back pain and to rule out sepsis. The pt was treated with dobutamine. Inr was 3.0. All blood thinner and anti-platelet agents were withheld. Pt was given fresh frozen plasma (ffp) and IV vitamin k. Additional information provided by the vad administrator indicated that the pt's status declined to a critical state and a decision was made to withdraw care. The pt expired due to a cerebrovascular accident and congestive heart failure.